Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted with the reset, and advised the customer to continue using the pump and to call back if the issue recurred. The customer acknowledged and understood the guidance.